Event description:
It was reported that the patient received appropriate shocks for ventricular fibrillation. Due to the low intrinsic amplitude variability of the ventricular fibrillation, there was some functional undersensing. Technical services advised this big-small intrinsic amplitude phenomenon is the cause of the undersensing. The shock impedance was 124 ohms, which is high but within normal limits. Also, it was difficult for the system to convert the arrhythmias. The device battery status was at six percent after over eight years of implant time. The doctor elected to replace the system with a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received appropriate shocks for ventricular fibrillation. Due to the low intrinsic amplitude variability of the ventricular fibrillation, there was some functional undersensing. Technical services advised this big-small intrinsic amplitude phenomenon is the cause of the undersensing. The shock impedance was 124 ohms, which is high but within normal limits. Also, it was difficult for the system to convert the arrhythmias. The device battery status was at six percent after over eight years of implant time. The doctor elected to replace the system with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.